Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the inner sheath is broken or cut off at the tip. There were no reports of patient harm.

Event description:
The event occurred during reprocessing following a therapeutic transcervical resectoscope procedure which was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the wrong adhesive, which did not comply with olympus' standard was used by a third party which dissolved and caused the tip to come off. Olympus will continue to monitor field performance for this device.